Event description:
It was reported by a call placed to the hot line stating the following: the registered nurse (rn) states the intra-aortic balloon pump is alarming low battery, but pump is plugged in. The rn reported that she had put pump on standby, turned off the power to the pump and turned back on. Pump was fine for a short time, then started alarming low battery. The rn stated that she had checked the electrical cord on the front of the pump and also in different outlets and had the same result. The clinical support specialist (css) asked if they had another pump available, the rn said yes and that it was on its way to the room. The css advised the rn to change pumps and to have the pump sent to biomed for servicing.

Manufacturer narrative:
Product will not be returned for eval. Follow-up report will be filed if additional info becomes available.